Event description:
Patient was implanted with perigee on (B) (6) 2008. Patient claims that as a result of the implantation she has suffered serious injuries, including extreme pain and vaginal scarring. No further information provided.

Manufacturer narrative:
Unable to determine if there was a device malfunction based on information provided. Serial number not provided for lot history review.